Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion, a defective line was noticed in the middle of the intraocular lens (iol). No patient injury reported.

Manufacturer narrative:
Additional information: visual inspection was not performed as the lens was not returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the complaint device was returned to manufacturer and device evaluation was performed. Device available for evaluation: yes. Returned to manufacturer on: 04/06/2016. Device returned: yes. Device evaluation: visual inspection of the returned device under magnification revealed loose particles/fibers in the optic body consistent with handling of the lens out of the sterile environment. There was no damage, no scratches or defective line in the center of the lens. The lens optic zone was observed clear as expected. The reported complaint was not confirmed. No failure detected. All pertinent information available to abbott medical optics has been submitted.